Manufacturer narrative:
Concomitant medical products - model: 5076-52, lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) called in to technical services regarding a patient's right ventricular (rv) lead that was showing intermittent t-wave oversensing (twos). Follow up was completed and the ahp was able to verify that reprogramming was completed after reviewing the suggested changes from technical services and consultation with the physician. The lead remains in use. No patient complications have been reported as a result of this event.